Event description:
The pt's device had been programmed to off. It was reported that the pt's seizures worsened in duration, intensity and frequency with the vns therapy. The pt received the vns therapy for one year at the advice of the pt's physician until such time that the pt's family member demanded that the device be programmed to off. Treating neurologist indicated that the pt's seizure increase was not an increase above pre-vns baseline and that the family was too anxious with the device. Treating neurologist indicated that the ncp system was not related to the reported event.